Manufacturer narrative:
The device was received for evaluation. Visual inspection identified the door spacer label (shim) was missing. The cause was identified to be the missing label which requires replacement to address this issue. A service history review revealed the device has been serviced within the last 12 months however the door space labels are inspected during final quality assessment and therefore is not an indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, visual inspection identified the door spacer label (shim) was missing. No additional information is available.